Manufacturer narrative:
(B)(4).

Event description:
The patient bumped into something while traveling and felt a "big jolt" from his device. It still happened if he moved around too much. The area was painful and became swollen and discolored at the time. There was difficulty fully charging the device; the recharger showed the device was fully charged but the programmer indicated it was only 75% charged. The device had also been programmed the prior week and when the patient tried to increase the stimulation the programming was wiped out. Further information is being requested from the hcp.